Manufacturer narrative:
Followed up with pt on (B)(6) 2013. Pt stated that she feels much better and that all the itching, irritation, and redness that accompanied the hair loss have subsided. Pt stated no additional follow-up would be necessary.

Event description:
Patient has a sleep study conducted during the night of (B)(6) 2013. Sleep technologists used nuprep skin prep gel to prep the skin in the areas where electrodes were to be placed. Technologists then placed electrodes at the prepped sites, using ten20 conductive paste as the medium to adhere the electrodes to the pt's scalp. Electrodes were kept on overnight, and removed the morning of (B)(6) 2013, around 5:30am. A few hours after the pt got home, she washed her hair. During the washing, she noticed that the hair at the electrode sites were falling out. The pt reported that hair continued falling out as she brushed her hair. Pt was referred to dermatologist for evaluation. Dermatologist reviewed pt's medical history and noted that the pt is on many medications, including toprol. Dermatologist also noted that toprol is unk to cause adverse reactions when topical solutions, like nuprop and ton20, are used in sleep studies. Dermatologist prescribed by hydrocortizone cream for the electrode sites, as well as some shampoo to relieve irritation.